Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump had a cracked battery tube threads, cracked case at display window corner, minor scratched display window, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. No damage noted on lcd glass or on original battery cap.

Event description:
It is reported that customer's insulin pump is cracked near battery cap and lcd screen. Insulin pump would be replaced. No further information provided.